Manufacturer narrative:
Additional information: a medtronic representative reported that the surgeon loosened the clamp as much as they could prior to removing it from the spinous process.

Manufacturer narrative:
The reported issue was evaluated by medtronic personnel. The evaluation found that there was no allegation of deficiency against the medtronic clamp and that the suspect clamp was found to be fully functional by the medtronic representative at the site. The investigation found that the probable cause of the anomaly could not be determined.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the spine clamp being used in the procedure functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spinous process of the patient was over-torqued and cracked when the surgeon attempted to remove the spinous process clamp from the patient. The surgeon stated that the incident would not harm the patient any further. There was no reported delay to the procedure due to this issue. No additional information was provided.